Event description:
Edwards received notification from australia that a patient with a 7300tfx29mm implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 8 years and 3 months due to unknown reasons. The patient presented with shortness of breath prior to the intervention. A transcatheter valve was implanted within the edwards surgical valve. The patient was noted as recovered after the procedure.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "2016". Therefore, on (B)(6) 2016 is being used to calculate the minimum implant duration. H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx29mm implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 8 years and 3 months due to calcification. The patient presented with fatigue and shortness of breath prior to the intervention. A transcatheter valve was implanted within the edwards surgical valve. The patient was noted as recovered and discharged after the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.